Event description:
Stress procedure followed. Computer appeared to be acquiring stress images. However, after pt was sent to room, technician attempted to process images. No info of pt was present. Computer malfunction resulted in pt retesting on treadmill and reinjections.